Event description:
It was reported the device safety bar slides in forward and reverse when only set in forward during evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.